Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both coil impedance alerts were triggered for impedances greater than two-hundred ohms on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.